Event description:
This pt is a participant in prodisc-l ide and experienced this event post approval. Pt status post l5-s1 prodisc total disc replacement surgery. At the 12 month interim visit, pt reported a 30% improvement over pre-operative status but continued with increased pain with activity. A CT scan identified an l5 pars defect. Pt underwent posterior pedicle screw instrumentation l4-s1 with iliac crest bone graft and possible bmp at l4-l5. The pt tolerated the procedure well and was discharged home in stable condition. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with prodisc-l post-market experience. Pd has determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post ide study, as part of the u.s. Launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.